Manufacturer narrative:
(B)(4).batch # n90d8j. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What broke on the device? Did any pieces fall off the device and into the patient? If yes, how was the piece retrieved? How was the procedure completed? The analysis results found that the el5ml device was received with the tissue stop out of position; in addition, the tip of the advancer was observed to be bent. Due to this condition no further testing could be performed. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The tissue stop is out of position due to the condition of the bent advancer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was "broken". It is unknown how the procedure was completed. No additional information was available. There was no patient consequence reported.